Manufacturer narrative:
Patient code: (B)(4). Device code: (B)(4). Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history. (B)(4).

Event description:
Reference MFR. Report # 1627487-2016-05908. The patient received two cervical leads. It is unknown which lead is related to the allegation. Therefore, both the leads are being reported. It was reported the patient was not receiving effective stimulation. Lead diagnostics confirmed high impedances across the lead contacts. As a result surgical intervention was done and the left lead was replaced with a new one. Effective therapy was confirmed post-op and the issue is now resolved. .